Event description:
It was reported that the patient experienced pain due to a spinous process fracture at l5. The physician believes that pre-existing conditions put the patient at a higher risk for a fracture. The spacer remains implanted.